Manufacturer narrative:
Block b3: exact date unknown, event occurred three months after the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads , upn: m365sc2218700 , model: sc-2218-70 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. All components were explanted and will not be returned per hospital policy.